Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received from the (B)(4) study indicated that one day post index procedure, the patient experienced an ischemic stroke. The patient is a (B)(6) male with a history of stroke in for stenting of the ostium of the right internal carotid artery (r6). The vessel was described as moderately calcified with a 70% stenosis. An angioguard embolic protection device was deployed distal to the lesion which was not pre-dilated. A precise stent was advanced and successfully deployed in the lesion without difficulty and was post-dilated. Upon removal of the angioguard it was noticed that there was debris in the filter basket. There were no reported complications during the procedure. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The next day the patient developed behavioral change and hemiparesis on the left side. The onset was sudden and was recovery is gradual. A neurologist was consulted and an mra and cta were performed. The patient was diagnosed with an ischemic stroke. The patient was discharged four days post procedure doing much better and had improved significantly. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence that manufacturing issues contributed to the event. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The email received from the (B)(4) study indicated that one day post index procedure the patient experienced an ischemic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The patient does have a history of stroke. The target lesion location was the ostium of the right internal carotid artery (r6). The vessel was described as moderately calcified with a 70% stenosis. The length of the lesion was 30mm. An angioguard (701814rmc/ lot 70611629) embolic protection device was deployed distal to the lesion. The lesion was not pre-dilated. A precise (pc0830rxc/ lot 15381642) stent was advanced and successfully deployed in the lesion with no difficulty. The stent was post-dilated. Upon removal of the angioguard it was noticed that there was debris in the filter basket. There were reported complications during the procedure. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The next day, the patient experienced an adverse event. The patient developed behavioral change and hemiparesis on the left side. The onset was sudden and was recovery is gradual. A neurologist was consulted and an mra and cta were performed. The patient was diagnosed with an ischemic stroke. The patient was discharged four days post procedure doing much better and had improved significantly. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The adjudication minutes received agree with the code of cva-bilateral. The current code stroke will remain a reportable complaint. There was additional information provided in the adjudication minutes. The event occurred on (B)(6) 2011, not (B)(6) 2011 as originally reported. Also, a brain MRI on (B)(6) 2011 with and without contrast reported numerous areas of acute infarction in both cerebral hemispheres, more extensive on the right. It was noted that the MRI showed numerous small areas of acute infarction throughout the right cerebral hemisphere; the largest area of infarction was noted in the right occipital lobe. Tiny areas of acute infarction were present in the left caudate head and high over the left cerebral convexity in the left frontal lobe. Areas of infarction on the right involved both the middle and posterior cerebral artery vascular distribution. There was no evidence of hemorrhage or abnormal enhancement. A brain mra without contrast revealed no abnormalities. The basilar artery and carotid arteries were widely patent. The p1 segment of the right posterior cerebral artery was hypoplastic. The patient had persistent fetal circulation on this side. There was no focal stenoses or occlusions identified. According to the discharge summary, "over next few days" delirium resolved and there was improvement in the left-sided weakness to the point that the patient was ambulating with the assistance of a walker. The site reported an event of ischemic stroke on (B)(6) 2011 and partial recovery with minor residual deficits. He was discharged to a transitional care facility for further rehabilitation on (B)(6) 2011(on asa and clopidogrel. According to the discharge summary, the patient was discharged on (B)(6) 2011.